Event description:
Reported via medwatch # mw5079124. It was reported a greenfield filter was implanted in (B)(6) 1996 for treatment of deep vein thrombosis. In 2018, computed tomography (CT) scan showed occlusion of the inferior vena cava. A large amount of scar tissue was noted above and below the filter. The patient was being evaluated by for laser sheath removal of filter and scar tissue.